Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.035 radifocus; guide catheter: destination 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 90% stenosed and moderately tortuous and mildly calcified iliac artery. An attempt was made to advance the absolute pro 10x60mm stent delivery system (sds) into the anatomy, but the distal end of the stent was found to be slightly exposed at the end of the sheath. The absolute pro sds was not used for the procedure. A new absolute pro was used for the procedure. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.